Event description:
On (B)(6) 2023, initial l4, l5, s1 instrumentation surgery was performed. On (B)(6) 2024, revision l2, l3, l4, l5, s1, and iliac fixation instrumentation extension surgery was performed. Pre- or post-op x-ray, etc., were not provided. All removed components were not returned for evaluation. S1 screw removed and replaced with extended instrumentation. No harm or injury to the patient was reported before or after the surgery. (B)(6) 2024 surgery's doctor's operative reports were provided. The cause is obesity and pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion.)

Manufacturer narrative:
The cause of the failure is non-device related factor adverse events related to patient's condition. The observed implant failure(s) can result from excessive loading and/or the absence of fusion within six months post-surgery.